Event description:
From literature: d. Doumplis, g.s. Majeed, r. Richardson, k. Sieunarine, j.r. Smith (2006). Adverse effects related to icodextrin 4%. Our experience. Springer-verlag 2007, gynecol surg (2007) 4:97-100. Pt#5: a woman underwent laparoscopy and hysteroscopy for dysmen-orrhoea and dyspareunia. It was noted that in childhood she had bladder/ureteric surgery and also suffered from mild asthma (but did not use any medication over the last 12 months). Laparoscopy was performed through left upper quadrant entry port, endometriosis was treated with diathermy and a mirena iud was inserted. A liter of adept solution was left in the peritoneal cavity. Four hours later, she complained of shortness of breath and chest pain radiating to her back. Her pulse was 80bpm, bp 110/70, temperature 35.5 c, oxygen saturation 100% on air and chest was clear. The pain settled with analgesia. On the next day she developed another episode of shortness of breath with wheezing, cyanosis, uncontrolled shaking and angiooedema. Her respiratory rate went up to 24/minute, pulse 120 bpm, bp 90/40, oxygen saturation on air 92%. There was marked bronchospasm with reduced air entry to the base of both lungs indicative of anaphylactic/anaphylactoid reaction. Investigations which both included blood gases, full blood count, urea and electrolytes, crp and ECG were all normal. Her condition improved after administration of 2 mg of adrenaline, prednisolone, and chlorphenamine. She had a chest x-ray which showed a raised right hemidiaphragm. On the second post operative day she started coughing and choking. There was now marked facial angioedema and shortness of breath. She had another hypoxic episode despite administration of 10 liters/minute of oxygen with oxygen saturation of 92% and pulse of 112 bpm. Adrenaline was administered again and her condition improved. A spinal CT and a v/q scan excluded pulmonary embolism. She had a further episode of shortness of breath with tremors, which again responded to adrenaline. A neurologist attributed her tremors to possible hypoxia or hyperactivity reaction related to icodextrin (which has been reported in pts who are on chronic abdominal peritoneal dialysis with 7.5% icodextrin). She had one last episode of shortness of breath with tachycardia, which settled with adrenaline and no further episodes after the fourth post-operative day. She was referred to the royal brompton hospital for further investigations of her allergic reactions.

Manufacturer narrative:
Baxter medical assessment: as mentioned in the contraindication section of the adept instructions for use: "adept should not be used in pts with a known allergy to starch based polymers or in pts with maltose or isomaltose intolerance". The therapeutic response to antiallergic medication and the resolution of symptoms after four days (the time adept resides in the peritoneal cavity) suggests a possible allergic reaction to adept. If any additional info becomes available, a f/u will be submitted. This will be kept on file for trending purposes.